Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button harder to push. The customer¿s blood glucose level was unknown. Customer reported that insulin pump received no delivery alarm and had to change out sets for it to go away. Customer stated that insulin pump had slower rewind and battery cap was harder to closed and tighten. The insulin pump will not be returned for analysis.